Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left coronary artery. The 2.25x15mm xience xpedition stent delivery system (sds) was attempted to be advanced; however, would not progress as interaction was met with a previously implanted stent. During removal it was noted the sds was stuck with previously implanted stent and the stent dislodged in the anatomy. The stent was buried inside the previously implanted stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they are related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: type of investigation code 4114 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In this case, it is likely the device interacted with the previously implanted stent causing the reported failure to advance. Continued interaction with the previously implanted stent as the sds was reported stuck during removal caused the reported difficulty to remove and subsequent stent dislodgement. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3; device returning status has been updated from yes to no.